Event description:
During an in-clinic follow-up, it was not possible to interrogate the device using inductive and conductive telemetry. There was also no response when magnet was placed and a loss of pacing was observed. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.